Manufacturer narrative:
(B)(6).

Event description:
It was reported that the dyonics generator alarm sounded. A short circuit error was present as well as smoke. The unit was unplugged immediately. The handpiece cord was hot to touch. No patient or user injury reported. This did not result in any delays. A backup device was available to complete the procedure.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number (B)(4) was received on (B)(6) 2017 and confirmed to be serial number (B)(4). There was a relationship found between the returned device and the reported incident. Unit was powered on using the appropriate test equipment and it failed with "short circuit detected" error message and alarm. A kink was observed in the middle of the power cord and power cord grew hot. After troubleshooting, the cause of error was observed to be a defective power cord assembly. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a crushing or shear force induced on the cord inconsistent with normal use. A review of the manufacturing records shows that this unit was released to distribution on or about december 5, 2014. No containment or corrective actions are recommended at this time.